Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274trk, bi-ventricular implantable cardioverter defibrillator, (B)(6) 2010; 6947, implantable tachy lead, (B)(6) 2007. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had high threshold. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.